Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon was using the battery handpiece and the lid of the handpiece opened up with the power module falling on the sterile field. The surgical field was affected. This is 3 of 3 reports for this event. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.